Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the device was inserted and the needles were deployed. When the device was retracted, it was noted that the whole suture came out with the device. The perclose device was re-wired and removed. An angioseal was placed and successfully deployed. It was reported that the pt began to bleed from the arterial access site. The pt was taken to surgery for a cut down procedure and repair of the femoral artery. The surgeon reported that there was a tear in the artery and that the arteriotomy was larger than the anchor of the angioseal. The pt was reported to be doing "fine." There is no report of further adverse pt sequelae.